Event description:
Hcp reports patient presented with signs of infection including drainage and incisional wound opening at the site of the device pocket and the lead track. A culture was obtained of the device pocket in the chest area and a scalp wound. No organisms are reported. The patient was treated with both oral and IV antibiotics and underwent a total device system explant. The device was explanted but not returned to the manufacturer for analysis.